Manufacturer narrative:
H10 ? Device evaluation results: one cadd legacy pump was returned for investigation in used condition. The customer reported product problem (double alarm indicating that a cassette was not attached) was not reproduced during testing. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The downstream sensor was replaced as a preventive measure.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed a double alarm that the cassette can not be attached. There was no patient involved.